Event description:
It was reported that this patient was feeling dizzy. The patient was placed on a monitor and it was determined that the device was not pacing when it was required. The patient was brought in for an interrogation and the device was found to be in safety mode. The patient had not been exposed to radiation or any procedure. Technical services noted that the symptoms may be related to the safety mode, as safety mode puts device in unipolar sensing, and oversensing during unipolar sensing could result in a lack of pacing. This pacemaker was removed and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
The product was returned and analysis was completed.